Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Additional information was received which indicated the following: the surgeon indicates that the patient experienced an unresolved central posterior capsular tear and ¿vitreous strand to the corneal wound¿. On the date of the event, the ophthalmic surgeon treated the patient by performing a weck-cell vitrectomy at the corneal wound. This was followed by an intraocular injection and then the wound was closed by suture

Event description:
An ophthalmic surgeon reported that at the end of a cataract with toric lens procedure, while hydrating the wound, he had to apply more pressure on the syringe¿s plunger and the attached cannula detached and went through the posterior capsule into the vitreous. Additional information was requested including product sample availability however has not been received to date.

Manufacturer narrative:
(B)(4). The custom pak lot specific to this event is not known; therefore, lot history and device history record reviews are not possible. The customer did not return a sample; however, complaints of a similar nature have been received. The root cause of the customer's complaint is a change that occurred during the supplier's manufacturing process. The supplier added another ring to the syringe stopper (grommet) in late 2014 causing this issue of the plunger stopper to feel harder to push. An action has been opened to address the supplier related issue. The supplier has been notified of this issue and further action has been taken to move to an alternate supplier for 3cc syringes whose product¿s performance is more in line with our customers¿ requirements. Quality assurance will continue to monitor and take action for any future occurrences as deemed necessary. Manufacturing management has been made aware of this complaint through the monthly complaint review meeting. (B)(4)